Manufacturer narrative:
Code (B)(4) is used to capture surgical intervention.

Event description:
It was reported that this right ventricular lead was surgically abandoned due to oversensing. No additional adverse patient effects were reported.